Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -06.50/+1.5/086 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. (B)(4).